Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; grommet damage was observed. (B) (4) no anomalies were found; full lead was returned. Visual analysis found that there was only one set of setscrew marks on the is-1 pin, and it was too proximal, indicating the lead was not fully inserted into the device. In addition, the helix would not retract or extend, due to dried blood in the tip end of the distal conductor.

Event description:
It was reported that the patient alert sounded due to high impedance of greater than 1000 ohms, so the alert was reprogrammed to alert at an impedance of greater than 1500 ohms. The patient later came back in, due to the patient alert sounding, because of a combination of unstable impedance and short intervals that appeared to be noise. At the time of lead revision, the problem could not be isolated, so the physician chose to explant and replace both the ICD and the lead. It was also reported the lead helix could not be retracted, despite more than 30 rotations. No patient complications have been reported as a result of this event.